Manufacturer narrative:
Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg are not filling correctly when collected from PICC line. The vacuum gradually decreases as the tube fills up until it is no longer strong enough. No patient impact was reported. The following information was provided by the initial reproter: customer has advised the bd vacutainer fluoride tubes from lot 2321351 are not filling correctly when collected from PICC line (item 367587, expiry 2024/03/31). The customer contacted their clinical apps specialist who informed them that the filling issues may have been caused by the fact that they are collecting the samples from central lines. Depending on their design (valves, connectors, size, etc.), these lines may offer resistance, which means that the vacuum in in low volume tubes (such as item 367587) may not be strong enough to fill the tubes fully. In addition, during filling, it is not uncommon to see reduced blood flow or even stopped before the tubes are filled completely. This is because the vacuum gradually decreases as the tube fills up until it is no longer strong enough to counter the resistance offered by the PICC line.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples for investigation and were evaluated by draw testing. All tubes were within specification limits and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg are not filling correctly when collected from PICC line. The vacuum gradually decreases as the tube fills up until it is no longer strong enough. No patient impact was reported. The following information was provided by the initial reporter: customer has advised the bd vacutainer fluoride tubes from lot 2321351 are not filling correctly when collected from PICC line (item 367587, expiry 2024/03/31). The customer contacted their clinical apps specialist who informed them that the filling issues may have been caused by the fact that they are collecting the samples from central lines. Depending on their design (valves, connectors, size, etc.), these lines may offer resistance, which means that the vacuum in in low volume tubes (such as item 367587) may not be strong enough to fill the tubes fully. In addition, during filling, it is not uncommon to see reduced blood flow or even stopped before the tubes are filled completely. This is because the vacuum gradually decreases as the tube fills up until it is no longer strong enough to counter the resistance offered by the PICC line.